Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system and identified that the system not able to save images. After troubleshooting, fse download board software to ip pc frontal and ran recreate image store for both frontal and lateral plane. After downloading software and recreating image, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was intermittent because it was not able to save images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.